Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2001. Revision of right total knee arthroplasty due to aseptic loosening and instability. The femoral, tibial tray, and tibial insert components were revised. The patellar component was not revised. The revision utilized exactech logic cck implants to replace the explanted components. The patient left the operating room in stable condition.

Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening and joint instability.